Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was mitraclip procedure to treat a degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 80816u140) was advanced to the mitral valve and an attempt was made to grasp, but during the second and third grasp the grippers could not be lowered. The clip was not implanted and the cds was removed. The device was tested outside the anatomy, and the grippers could not be lowered. A new cds was used and the clip was deployed. An additional cds was advanced to the mitral valve; however, the mr could not be reduced while grasping; therefore, the clip was not implanted. One clip was implanted and the mr remained at 4. It was noted that the jet direction was much better. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported gripper actuation issue appears to be related to the observed kinked on the gripper line. However, a conclusive cause for the observed kinked cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.